Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- based on the provided x-rays and pictures it is confirmed that the mtp fusion plate is cracked post-operatively. One cracked unknown screw and five (5) intact screws are visible on the pictures. The statement in the note that the plate and the screw are cracked / broken can be confirmed according to the pictures. The complaint is rated as confirmed as the plate and one unknown screw is broken. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is the patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the patient¿s plate split on each side and one of the osteosynthesis screws broke post-op. On (B)(6) 2020 the patient had arthrodesis for hallux valgus on the big toe of the right foot. The patient followed post-operative precautions as requested by the orthopedic surgeon. X-rays were performed on (B)(6) 2020 and it was noted that the fracture was no consolidated. The devices have not yet been removed. Concomitant devices reported: 1st mtp fusion pl 2.4/2.7 va lock sm l42 (part number 04.211.230, lot unknown, quantity 1). This report involves one (1) concomitant devices reported: screws: trauma.. This is report 1 of 2 for (B)(4).